Manufacturer narrative:
The investigation determined vitros hivc discordant negative results were obtained from two samples from the same patient tested with vitros hivc reagent lot 0720 on a vitros 3600 immunodiagnostic system when compared to reactive results obtained from testing using the same vitros hivc reagent lot 0720 and results from a non-vitros roche method. The assignable cause for the event could not be determined with the available information. Historic vitros hivc quality control results using vitros hivc reagent lot 0720 were within expected ranges, indicating vitros hivc lot 0720 did not likely contributed to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product hivc reagent lot 0720 false negative results. The investigation found no evidence indicating an instrument performance issue contributed to the event, however, since no diagnostic within-run precision testing was performed, an instrumented related performance issue cannot be ruled out as contributing to the event. A review of indices and sample viscosity values for the sample 1 test events could not confirm or rule out if the same sample was tested when the initial and retest events occurred, and therefore, pre-analytical sample mix-up could not be completely ruled out as contributing to the event. Sample 1 was stored within the guidelines indicated in the vitros hivc IFU, therefore, improper sample storage did not likely contribute to the event. There was no indication of pre-analytical handling of sample 2. The customer was centrifuging the affected samples in accordance with the sample collection device manufacturer¿s recommendations and poor sample preparation did not likely contribute to the event. Email address for contact office above is (B)(6).

Event description:
The customer reported vitros hiv combo (hivc) discordant negative results were obtained from two samples from the same patient tested with vitros hivc reagent lot 0720 on a vitros 3600 immunodiagnostic system when compared to reactive results obtained using the same vitros hivc lot 0720 and a non-vitros roche method. Sample 1 vitros hivc result of 0.26 s/c, negative (<0.90 is neg) versus reactive using vitros hivc and a non-vitros roche hivc. Sample 2 vitros hivc results of 0.09, 0.12 s/c, negative (<0.90 is neg) versus reactive using vitros hivc and a non-vitros roche hivc. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros hivc discordant negative results were not reported outside of the lab and there was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).